Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse performed a total service call. There was no evidence of rinse blocks leaking. The incubation ring cuvettes were all clean. The fse performed the ring test calibration of the sample probe and ran two high patient samples in replicates of 5. No flyers were observed. The cause for the discordant bnp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "the results of the advia centaur bnp assay should always be assessed in conjunction with the patient's medical history, clinical evaluation and other diagnostic procedures."

Event description:
A false low advia centaur cp bnp result was obtained on a patient sample. The low result was not consistent with the patient's historical bnp and was not reported to the physician. The patient sample was repeated and the result was as expected. Patient treatment was not prescribed or altered. There was no report of adverse health consequence due to the discordant bnp results.